Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 03oct2017 to assess the testing instrument in question. The fse replaced a number of parts (the in-line filter, fluidics tubing, the filter cleaning station, the q cup and the 1000 syringe). The fse then subsequently determined that the instrument was then operating as expected.

Event description:
On (B)(6) 2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen, when tested on a galileo echo on (B)(6) 2017.